Manufacturer narrative:
The customer contacted a siemens customer care (ccc) specialist. The customer stated that they aliquoted the sample after the discordant result was obtained. One aliquot of the sample was frozen and another was refrigerated overnight. They repeated both the aliquots and the results were acceptable. The cause of the discordant, falsely elevated calcitonin result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, falsely elevated calcitonin result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. One aliquot of the sample was frozen and another was refrigerated overnight. The frozen and refrigerated aliquots were repeated on the same instrument, also resulting lower. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcitonin result.

Manufacturer narrative:
The initial MDR 2247117-2016-00047 was filed on august 5, 2016. Additional information (09/07/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any instrument malfunction. The hsc specialist indicated that pre-analytic factors can affect the quality of the sample and can lead to erroneous results. The cause of the discordant, falsely elevated calcitonin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.